Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(6)-2013. There is no evidence in the s2d of a power on reset (por).

Event description:
It was reported that the device had early battery depletion. An interrogation also observed that the device had a power on reset (por). The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2006; 419488, implantable pacing lead, (B)(6) 2005. (B)(4).